Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
Its alleged by the attorney, through the filing of a legal claim, that the patient underwent a total hip replacement on (B)(6) 2017 where he was implanted with a stryker hip system. It is further alleged that during the operation, the surgeon inserted a large taper pin reamer when the tip of the implant "broke off" and became lodge in the patient resulting in a variety of injuries including infection. The patient underwent revision surgery on an unknown date.